Manufacturer narrative:
Concomitant therapies: loratidine.

Event description:
Healthcare professional reported patient was injected to the chin with juvéderm voluma® xc. Five days later patient developed "abscess draining vesicle (chin)" and "erythema (chin)." Two days later patient was prescribed cefadroxil. Eight days later erythema resolved. Remaining symptoms are noted as ongoing.

Manufacturer narrative:
The events of ¿abscess draining vesicle (chin)¿ and "erythema (chin)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: precautions: ¿ "the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. ¿ juvéderm voluma® xc should be used with caution in patients on immunosuppressive therapy. ¿ juvéderm voluma® xc should only be used by health care professionals who have appropriate experience and who are knowledgeable about the anatomy and the product for use in deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment possible treatment site responses include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported patient was injected to the chin with juvéderm voluma® xc. Five days later patient developed "abscess draining vesicle (chin)" and "erythema (chin)." Two days later patient was prescribed cefadroxil. Eight days later erythema resolved. Remaining symptoms are noted as ongoing.